Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer called to track shipment of a replacement insulin pump.